Event description:
The report received from the affiliate indicated that during the procedure the connecting hub was not intact and showed a crack at the time of preparation of cypher select + stent, lot no. 14045696, expiry: 08-2009.

Manufacturer narrative:
Please note that this device is not distributed in the united states but belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is available for testing and evaluation but the engineering report is not yet available. Additional information has also been requested and will be submitted within 30 days upon receipt.